Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction and harm. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site:8021545. Manufacturing site:3003442380.

Event description:
It was reported that the patient infusion set falling off due to adhesive issue event on 22 apr 2026. Due to the event, patient¿s blood glucose level was 428mg/dl and experienced symptoms including headache.